Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had a loss of prime issue and the patient had a blood glucose of 298 mg/dl with symptoms of confusion, abdominal pain, nausea, and excessive thirst and urination. This complaint is being reported due to the cartridge issue with loss of prime and because the patient experienced hyperglycemia.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.